Event description:
The customer contact reported the device did not deliver a dose when the button on the bolus cord was pressed. On an unspecified date and time the device was programmed to deliver an unspecified medication and the delivery was started. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. The customer contact reported the device did not deliver a dose when the button on the bolus cord was pressed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the history indicates the most recent programming was on (B)(6) 2012 at 1033, the device was programmed for bolus only delivery in mg, with a 1mg/ml concentration, a 1mg bolus dose, a 5 minute lockout, no dose limit was selected, a 100mg container size. A priming volume of 1.7mg occurred and the device was powered off. A review of the history indicates the device was powered off after programming. This report represents all the info known by the reporter upon query by hospira personnel.